Event description:
Resident found with head wedged between siderail and bed mattress. Resident still with pulse, respirations, removed from situation. No long term resident problems.

Event description:
Resident found with head wedged between siderail and bed mattress. Resident without respirations/pulse.